Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air/water cylinder and suction cylinder had no color; adhesive around light guide lens had wear; adhesive on bending section cover was detached; and the grip, switch box, right/left knob, up/down knob, plastic distal end cover, objective lens, and connecting tube had a scratch. Due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the air/water tube and air/water cylinder had foreign material due to insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage on the area where the foreign material remained. The foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.